Manufacturer narrative:
The reported events were dislodgement and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of the helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during an implant procedure, the lead was unable to extend and repeatedly dislodged during the implant process. The lead was not used and another lead was used to complete the procedure. No patient consequences were reported.